Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that noise was noted on the atrial lead via auto mode switching (ams) episodes during pre-radiofrequency ablation and post-radiofrequency ablation procedure checks. No intervention was performed. The patient was stable throughout and will continue to be monitored.